Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested an the alleged complaint could not be confirmed with the investigation. However, a secondary issue was found where an unknown contaminant was found to have been applied to the test strip. Also, on performance testing with control solution the results, the strips failed level 2 low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter displays inaccurate erratic and unknown error message. These issues were not resolved with troubleshooting.